Manufacturer narrative:
(B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasion was found at 17.7-18cm and 18.9-19.4cm the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was found at 12.1-12.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.